Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to have a damaged comb and would not pass the mesh test acceptance criteria. The comb was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated cutter medwatch: 0001526350-2023-0093.

Event description:
It was reported during preventative maintenance that the comb was damaged. There were no adverse events associated with this malfunction. No harm or delay were reported as there was no patient involvement. Due diligence is complete and there is no additional information available.